Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced leakage at the filter for three consecutive days. Epoch was being infused. When priming, ns - free flow was used while drugs were administered using a syringe. The filter's placement when priming was laid flat in the hood. The total volume of the bag was 1000ml, with 59ml of the drug and 941ml of ns being added as diluent. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. An unused device is available for evaluation/return. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 08-jan-2025. H3: thirteen devices were received for evaluation, along with seven photos and one video. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.